Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6)- triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with functional tricuspid regurgitation (tr) grade 4, with myxomatous leaflets. Two xtw triclips were successfully delivered and deployed, reducing the tr to mild grade 1. On (B)(6) 2024, a single leaflet device attachment (slda) was noted with the anterior-septal clip. On (B)(6) 2024, the patient had a follow-up. Another echocardiogram was performed, and recurrent, moderate tr was noted. Medications were provided as treatment. Per physician, the slda was due to the patients thin/friable leaflets.

Event description:
Subsequent to the previous reports, the additional information was received:on (B)(6) 2024, during a follow-up, jugular vein distention and moderate tr were observed. There was no additional hospitalization required.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The cause of the reported heart failure associated with jugular vein distortion was unable to be determined. The reported patient effect of heart failure, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. There remains no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
H2 correction: d10 updated from mitraclip to triclip. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment (slda) was due to patient anatomy. The reported recurrent tricuspid regurgitation (tr) was a cascading event of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.